Event description:
Asku

Event description:
Information was received from an attorney alleging the device malfunctioned, causing the patient "serious and permanent personal injuries." No specific detail regarding the alleged injuries was received, and no further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.